Event description:
The pins are broken on the depth gauge for 2.0mm and 2.4mm screws. It was discovered during cleaning. No patient involvement. The purchasing agent from the hospital said that all three parts had broken pins that broke off in one piece after surgery and that all 3 parts were sent back to monument, co for repair. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. The reported instance was not an anticipated service or warranty replacement issue. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A service history review was conducted. The report indicates that no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 2-may-2014. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Additional evaluation was conducted. The report indicates that the customer reported the pin was broken. The repair technician reported the tip was broken. The item is not repairable. The cause of the issue is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates the returned depth gauges show light use during their lifespan. The hooked needle on each device is broken off and was returned. The depth gauge is part of 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide (B)(4). Drawing (B)(4) for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. As noted in prior complaints, the thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component (part#319.006.03 revision e) is extra hard 316ss, which is an appropriate material for an instrument component of this type. The dimensions, material, and tolerances are within specification. The design is adequate for its intended use and did not contribute to this complaint condition. The most probable root cause for this complaint is excessive force exerted on the depth gauge, or placing / dropping heavy instruments on top of the device during the sterilization process could have led to this complaint condition. The complaint is confirmed, and the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.